Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient developed a skin reaction with redness, inflammation, and infection under entire patch area. The reaction was treated with a prescription of an oral antibiotics, cephalexin 500mg, which the patient was just prescribed at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).